Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it was reported that during a lumbar procedure, the tips of two holding sleeves for matrix (03.632.036 lots 6676662 and 6740580) were damaged, generating fragments which were retrieved; the surgery was delayed approximately 5-10 minutes and was able to be completed with an alternate instrument. The returned instruments were examined and the complaint condition was able to be confirmed in each instance as the as the threaded tips were both found to be broken and missing segments. No definitive root cause was able to be determined; the failure mode is consistent with the application of an off-axis load while engaging a screw. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Manufacturing location: (B)(4), packaged by: (B)(4), manufacturing date: 9/28/2011, part #: 03.632.036, lot#: 6740580 (non-sterile) holding sleeve-long for matrix. Quantity (B)(4). Lot was release to the warehouse on 9/28/2011. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar surgery, the tips of a quantity of two holding sleeves, threaded. Fragments were generated. The generated fragments were retrieved relatively easily with no additional intervention required. Another part was available. There was a 5 to 10 minute surgical delay. The surgery was completed successfully. No additional information was available. This report is 2 of 2 for (B)(4).